Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead pace/sense impedance had increased over a four month period and was now high. The threshold had also increased. It was noted that the patient had open heart surgery and subsequently, the impedance baseline began to change. The lead remains in use. No patient complications have been reported as a result of this event.